Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 316 mg/dl at the time of the incident. Customer stated her pump completely turned off. Customer reported that the contacts on the battery cap are not missing or damaged. The customer was not able to troubleshoot for high blood glucose due to no display on insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.